Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had an impella cp placed to support the patient in non-st-segment elevation myocardial infarction. While on support, the impella cp was in the descending aorta due to being pulled back during cardiopulmonary resuscitation/cardiac massage. The physician attempted to reposition the device again, but was also considering extracorporeal membrane oxygenation. The device was explanted. The patient outcome indicated that the patient survived the procedure.

Manufacturer narrative:
B1: added serious injury. H6: omit e2403 and added e0602. Added codes f1903, f19, b15. Updated codes for investigation findings, and investigation conclusions. Investigation summary complaint device not returned for analyzing. Device in wrong position: the cause of the positioning issue was determined to be an unintentional use error as the pump was in descending aorta due to being pulled back during cardiopulmonary resuscitation (CPR)/cardiac massage. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Device history review the pump passed all post sterile inspection checks.